Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. UDI # (B)(4). The device was discarded, so no engineering investigation could be performed. Without additional information it is impossible to further investigate this event.

Manufacturer narrative:
Gore reported medical device incident accidentally as an adverse. Adverse event or problem¿ as well. Device manufacturers only¿. This will be corrected within this report as this medical device incident is identified as a product problem / malfunction.